Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one grip close cable frayed at the grip hub, however, the grips can still open and close. It appears that the cable may have been nicked by another instrument, causing the fraying. Engineering also observed that the distal end of the main tube has various deep scratch marks with material removed. The scratches are not aligned with the tube axis, suggesting that they were most likely caused by instrument collisions. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the tenaculum forceps instrument had a frayed fiber and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.